Manufacturer narrative:
Examination of the submitted device found wear on the flats of the hudson end. The damage/wear to flats indicate the instrument was spinning inside mating t-handle or modified hudson adapter. The spinning of the reamer inside the t-handle/adapters can occur once the reamer have been subjected to usage in hard cortical bone and begin to wear. The root causes of the damage are attributed to device wear from normal use and servicing. Based on the root cause determination of device wear from normal use and servicing as the root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The femoral adapter shafts are stripped and will not connect properly to the hudson adapter.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.